Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range shock lead impedance (sli) measurements measuring, 125 ohms. It was noted at implant sli measured 38 ohms. Technical services recommended troubleshooting options. At this time, the lead remains in service. No adverse patient effects were reported.